Manufacturer narrative:
B5: upon further review, it has been determined that the event is not MDR reportable. There has been no report of serious injury or malfunction. Initial MDR is not applicable. Claim #: (B)(4).

Event description:
A facility representative reported following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault. At a later date, the lens was removed and exchanged intraoperatively for a longer length lens. Cause of the event was reported as unknown. The problem was resolved.

Manufacturer narrative:
(B)(4).